Event description:
It was reported that a patient underwent adhesiolysis of the caecum and small bowel in 2002. The day following the procedure the patient complained of bloating and difficulty voiding. There was no labial edema. The patient was leaking a yellow-orange serous fluid from patient's ports and had a distended abdomen. The patient was reported to have leaked 200-300 cc of watery orange fluid. Ivp and cystogram confirmed an intact urinary tract. The patient remained stable. It was reported there has been no change in electrolytes. The patient was reported to have visited patient's local gynecologist who placed a stitch in the leaking laparoscopic port. This stopped the leak, but the patient continued to remain bloated. The patient had a CT done and a paracentesis performed the next month. These results were not reported. The doctor thought the patient might be having an ascites reaction. A qualified medical professional obtained additional information from the surgeon and noted: the surgeon "performed a laparoscopic bowel adhesiolysis in 2002. There was extensive side wall dissection. Over the weekend the patient developed problems with abdominal bloating and leakage from the incision. The leakage was the color of intergel but was serous. Approximately 300 cc of fluid leaked. The patient is currently in stable condition. The patient was uncomfortable but stable with no fever and no elevated wbc. Patient saw patient's local gynecologist who placed a stitch in the leaking laparoscopic port which stopped the leak, but the patient continued to remain bloated. Patient had a CT done and a paracentesis performed the next month. The patient continues to improve and remains stable."